Event description:
The patient reported going to the dentist due to extreme pain that was caused by a fractured tooth in the back that required the dentist to place a temporary crown and a splint on the tooth. The patient was also told there will be a need to wear a mouthguard and possibly need to see a tmj specialist. The patient is scheduled to get a permanent crown and possibly a root canal. As a result of the broken tooth, the patient is not able to wear the aligners or retainer. The patient is not satisfied with their smile since there's crowding and misalignment in the front teeth. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.